Event description:
During an unknown procedure, clip dropped off at firing. Dropped clip was retrieved. Another device was used to complete the case. There were no adverse consequence to the patient. One device returning.